Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus for a blood glucose (bg) of 465 mg/dl, and did not observe the bolus being displayed on the insulin on board (iob). The customer delivered a manual injection; however, after the delivery of the injection,, the customer observed that the pump displayed the iob as the bolus had completed delivery. Tandem technical support educated the customer that the iob does not update with the current bolus amount until the bolus has completed delivery. The customer verified that pump was functioning as intended.